Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2021 a intellivue mp5 monitor didn't alarm for desaturation. The patient was bagged and oxygenated.

Event description:
On (B)(6) 2021, it was reported to philips healthcare that an intellivue mp5 device failed to alarm when the patient¿s spo2 fell below the set desaturation limit on (B)(6) 2021. The patient was bagged and oxygenated on high flow and then moved to the intensive care unit (ICU). It was reported even if the patient did not desat they would have eventually went to the ICU due to a respiratory issue. It was reported the monitor was up to date on preventative maintenance (pm) and biomed says everything they tested worked on the monitor. Philips healthcare investigated the issue and determined that the issue was not consistent with a product malfunction. Logs from the central station were obtained and reviewed by a philips engineer which conclude the following: a. There was an alarm ¿spo 80 <88 generated at 06:16:02.¿ b. Afterwards there was a ¿ desat 70 < 85 generated at 06:16:17.¿ c. At ¿06:18:55¿ the alarm was acknowledged/silenced from the bedside monitor. D. After that time, there were several alarm reminders every 3 minutes. Similar sequences are in the central station logs later that morning, which is also in line with what is seen in the monitors review alarms window, e.g., around 7:20 spo2 alarms. After 7:23 it can be seen in the monitor review alarms window that the spo2 inop ¿low perfusion ¿ replaces the ¿spo2 low¿ alarm, indicating that an spo2 measurement is not possible anymore. Inops are not namely present in the respective central station logs, but can be recognized in there by the ¿inop sound played. ¿ entry. The central station log shows that around 7:29, alarms were paused from the bedside. The logs were reviewed and it was determined the device was operating to specification. The customer was provided this information. The device remains on site.